Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is presenting with loss of sound. Device testing could not be performed due to no lock. Revision surgery is under consideration.